Event description:
It was reported during an unknown procedure, the instrument didn't work properly. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. The blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device not working. A probable cause for a device not working (activating) is blade damage. The device was functionally tested with a generator. During functional testing on the generator an error code 5 was displayed. The device stopped activating and displayed an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.